Event description:
It was reported that the customer had questions about his sensor graphs and had issues with his sensor. The customer's blood glucose was 223 mg/dl. The customer stated that he had a sensor glucose reading of 60 mg/dl to 62 mg/dl when his blood glucose reading was 147 mg/dl. The customer stated that he also received weak signal alerts with his sensor and, at times, received erratic sensor glucose readings. The customer also mentioned that little pieces from his infusion set that connect to the insulin pump were breaking off when he opened the reservoir compartment. Explained that this was normal. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.